Event description:
On (B)(6) 2012, a company rep reported the pt was in a car accident on (B)(6) 2012 when she lost consciousness due to hypoglycemia. Pt initially reported this event on (B)(6) 2012. Pt does not remember receiving treatment. She was taken home by a police officer, and her blood glucose was 70 mg/dl when she arrived. She had symptoms of being confused, sweaty, and cold. She ate food, and no outside treatment was provided. She reported it took about 1 hour to feel better. No allegations were made against the infusion device or related products. Three attempts were made to f/u with the pt, and these were unsuccessful. No add'l info was provided, and no product will be returned for eval.